Manufacturer narrative:
This product was received for evaluation and the reported failure was confirmed. Tech services plugged the blade into the monitor, powered it on and no image appeared on the screen. The evaluation was repeated with a test blade and the image appeared demonstrating that the blade was faulty. The faulty blade was replaced. The device was returned to the customer. Additional part used: glidescope ranger monitor assy; catalog: 0570-0186; sn: (B)(4). This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope ranger gvl 4 with 2' cable, they were not getting a signal. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.